Event description:
It was reported a revision surgery was performed due to fracture of the trunion (neck) of the femoral stem. The items revised were a synergy stem, oxinium femoral head, acetabular liner and an acetabular screw.